Event description:
It was reported that the user became stuck during a supply change at the fill tubing step and was not connected to the ilet, after which an agent guided completion of the process including confirming drops, attaching, filling the cannula, and resuming insulin delivery. Symptoms included no change in blood glucose. Outcomes included continuation of therapy without alarms and without clinical impact or hospitalization. Investigation included troubleshooting and user education regarding correct supply change steps. Investigation of this case revealed user difficulty performing the supply change procedure, with no device alarm and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to supply change steps.